Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reports the system shuts down during use. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.